Manufacturer narrative:
E1: patient city: (B)(6)patient country: egypt

Event description:
Unomedical reference number (B)(4), event occurred in egypt it was reported that the patient faced a bent in infusion set cannula. The infusion set was in use for 1 day. The insertion site was at abdomen. The patient had high blood glucose level of 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.